Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n326823, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a knot on his back in the area where the leads are placed and the patient thought the leads caused the knot. The patient did not know if the knot was where ¿the electrodes are connected.¿ it was noted that the patient had a problem with his hips, right leg, and losing control of his right leg especially. The device worked okay for the patient, but if the patient left it ¿on too long the pain builds up.¿ it was noted that the patient had to ¿cut it down¿ and noted that ¿it works pretty good for a while, but then have to shut if off because the pain builds up and it bothers¿ the patient. The last time the patient saw his physician, it was indicated that the physician might have to move the ¿probes.¿ the patient saw his physician after that and pain medication was prescribed, but the patient did not think this was working for him. It was indicated that the patient mentioned taking out the device and going back to pain medication. There were no falls or accidents after the implant. At 1.6v, the patient¿s legs were tingling and he could not sleep with it on, so he turned it off, but if he were to get out of bed, he felt like there was no control of his legs and like the was ¿walking on a wooden leg.¿ the patient had a constant hurt on the knot there, was unable ¿to do much¿ and was ¿gaining weight.¿ the patient was directed to contact his physician. Additional information received reported the patient never had a therapeutic effect or relief because there was one part of his leg that couldn¿t get stimulation. Since the device was implanted it had not really been effective. The patient wanted the implant removed. They put two leads in and ¿from the get go one of the leads didn¿t work.¿ the patient was not using the device at the time of this report, he was just keeping the battery charged. The patient¿s status was reportedly unknown. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.